Event description:
It was reported that during a robotic laparoscopic prostatectomy, an instrument error appeared on the screen and the surgeon lost control of the monopolar curved shears (mcs). The bedside attempted to double-click to remove it, which was not possible. As a result, the broken instrument maneuver was performed, and the mcs was removed and replaced with a new one, which worked normally. There was a delay to the procedure of approximately ten minutes. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: mrasi0001 monopolar curved shears (sn: (B)(6)) and unknown trocar (ln: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy, an instrument error appeared on the screen and the surgeon lost control of the monopolar curved shears (mcs). The bedside attempted to double-click to remove it, which was not possible. As a result, the broken instrument maneuver was performed, and the mcs was removed and replaced with a new one, which worked normally. There was a delay to the procedure of approximately ten minutes. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs and provided images for the reported monopolar curved shears. The monopolar curved shears sample was not made available for this incident as it was discarded by the customer. Six images were received for evaluation. Three of the images depicted error messages associated with instrument errors on arm cart assembly 3. Three of the images depicted the serial number and reference identification that matched what was reported. Evaluation of the logs indicated that the monopolar curved shears was connected to a sterile interface module that was attached to arm cart assembly 3. At fifteen minutes of use, the system threw an instrument over-torque error, indicating that one of the instrument drive unit (idu) motors had a torque output over the maximum. This error turns off the motors of the idu, which results in the monopolar curved shears being unable to straighten or close and reports a subsystem recoverable inoperable error. The error code triggers an error message stating, "danger: instrument error. Withdraw, detach and reattach instrument. If error reoccurs, replace instrument.". Evaluation of the monopolar curved shears confirmed the reported condition. The root cause of the observed error in the logs of the monopolar curved shears is understood to be a design issue in the software that controls the monopolar curved shears. The controls software is responsible for calculating and commanding the necessary instrument drive unit motor torques that result in instrument movements. Presently, the controls software does not discharge commanded drive torque quickly enough when opening shears blades. As a result, a subsequent rapid command to close the shears may result in drive torque that exceed design limits. When excessive drive torque is detected, the system is designed to arrest instrument movement and prevent subsequent tele-operation by a user in order to prevent instrument damage. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.